Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on/charge a battery) has been confirmed. Upon investigation the charger/modem was resetting. Upon investigation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was not able to fully power on and was unable to charge a battery.